Event description:
On 09/9/09, during device evaluation by baxter, the stop button on a colleague cx volumetric infusion pump, was found to be not working. There was no patient injury or medical intervention necessary according to the hospital representative. This pump contains user interface module master software (B) (4) which is categorized as a remediated colleague 2006 pump.

Manufacturer narrative:
Evaluation summary: the condition of the stop button not working was confirmed due to a defective pump head module keypad. The defective pump head module keypad was replaced to correct the reported condition. There is an ongoing CAPA investigation, (B) (4) associated with this report. (B) (4)